Event description:
A customer reported issues with a pump that responded poorly to charging and data downloading, taking about three minutes to react when connected to a power source or pc. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to try a different wall outlet, which successfully resolved the charging issue, and no further assistance was needed.